Manufacturer narrative:
The meter remote has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a meter error (error 1) issue. The reporter alleged that the meter remote was emitting multiple ¿error 1¿ messages randomly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/14/2015 ¿ device evaluation:the meter remote has been returned and evaluated by product analysis on 04/03/2015 with the following findings: a review of the meter download showed that an ¿error 1 sub code 17: initializing rf failed¿ was recorded. During testing, the meter powered up normally and paired successfully with a test pump. No errors occurred during testing. The error 1 issue was observed in the meter download but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this meter and confirmed that it was operating within required specifications at the time of release.